Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient developed an infection. The implantable pulse generator (ipg) was explanted and replaced. The rv lead was capped and replaced. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.